Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon receipt the battery was broken into pieces and unable to be inserted into a monitor. The root cause for the failure was extreme physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to power on a monitor.